Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The log data showed the patient had low bgs <54 mg/dl for approximately 1 hour. Also, on the previous day, (B)(6), the patient announced 3 late meals as well as one late meal at 2 pm on (B)(6), followed by the low bg event. The late meal announcements had a contributory impact on this event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 5/5/25, a patient reported having a low bg event on (B)(6) 2025, resulting in a brief loss of consciousness due to a fall and intervention by another person. The patient was given glucose tablets by the other person and their bgs came back into range. The agent also reminded the patient of the proper method and time for meal announcements.